Manufacturer narrative:
The investigation confirmed a non-reproducible, higher than expected vitros troponin I (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The assignable cause could not be determined. The customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected sample, although, this could not be confirmed. The historic quality control results do not indicate a reagent performance issue. A reagent issue is not likely to be a contributing factor. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3090. A within-run vitros tropi es precision test using known troponin I free sample was within expectations indicating the instrument is performing as intended. An instrument issue can be ruled out as a contributing factor. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros troponin I es (tropi es) result from a patient sample when tested on a vitros 5600 integrated system. Patient sample 1 result of 0.168 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es patient sample result was reported from the laboratory and baby aspirin was administered to the patient. Consultation with the ortho medical safety officer concluded that it is highly unlikely the patient will experience any serious long term harm due to the unnecessary short term administration of this drug. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).